Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the motion charger board measurements were out of tolerance. The part was replaced and the system passed checkout successfully per (B)(4). It was also found that per casepart-(B)(4), all of the leds on the test fixture and pcba were all lit and there were leaky capacitors. The motor battery charger also failed the bench and functional testing. Casepart-(B)(4) was discarded by the field service engineer.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the motion battery charger board voltage was out of specifications. To restore functionality, the motion battery charger and batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion battery charger has been received by the manufacturer for evaluation. However, results are not available at this time. The batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed a battery level error. There was no patient present when this issue was identified. No additional information was provided.